Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40 75cm mustang¿ balloon catheter was selected for dilatation. However, upon insertion, the physician stated that the balloon ruptured. The device was replaced and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the moderately tortuous and moderately calcified arteriovenous access graft. After the balloon ruptured, the device was completely withdrawn over the guide wire and the patient's status was okay.